Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt) and atrial fibrillation (af) simultaneously. The cardiac resynchronization therapy defibrillator (crt-d) detected it as supra ventricular tachycardia (svt) and withheld high voltage therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.